Event description:
It was reported that the customer has been experiencing high blood glucose all day with headache and vomiting. Customer received no delivery alarms. He changed the infusion set and the cannula was straight but has had some bent cannulas in the past. Blood glucose value was 400 mg/dl. It was stated that the customer has experienced high blood glucose since receiving this insulin pump in (B)(6) . During troubleshoot; it was stated the drive support cap is recessed. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The bolus history is accurate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.